Event description:
Caller reported blood glucose results of 116 mg/dl on aviva system, 236 mg/dl on advantage system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system, medwatch with identifier (B)(6) is for aviva system.